Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure, the pacing system analyzer did not display acceptable threshold and the impedance was high. When the lead was removed, there was blood under the insulation. The lead was replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. No anomalies found on the lead insulation. The blood found inside the lead was normal since blood can enter into the tip electrode and inner coil.